Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio seal device was returned for evaluation. The returned device included the header bag, arteriotomy locator and hemostasis sheath. The device was visually inspected and found to be in unused condition with no visible signs of blood. The sheath and locator assembly were returned not mated. No damages or issues with the device were identified. Functional testing was performed by attempting to connect the locator and hemostasis sheath and components were able to be connected without any issue. The sheath and locator were returned but no device-related issue was identified. The complaint cannot be confirmed. The exact root cause cannot be determined. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device did not "click" when putting together. All the steps were reviewed; however, again seems like a faulty mechanism. The issue was resolved by using a new 6 french angio-seal which did "click" and functioned just fine. Additionally, there were issues with advancing the angio-seal into the vessel. The "step" between the angio-seal sheath and dilator always catches at the artery, the user twists it 180 degrees; however, that is not optimal. There was no injury to the patient. The event occurred during placement. Additional information was received on 03jul2025: the procedure performed for the patient prior to use of the angio-seal was emergency embolization via common femoral artery (cfa) access. A 5 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No pre-deployment angiogram performed. There was no blood loss. The patient was stable. No concomitant medical products used with the angio-seal.